Event description:
It was additionally reported that the transplant was routine.

Manufacturer narrative:
H6: codes updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was transplanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), did not reveal any device related issues. It was reported that the patient underwent a routine transplant. (B)(6) was returned assembled with the driveline severed approximately 8.0¿ from the pump housing. The distal portion was returned in one segment measuring approximately 31.0" from the controller connector. The sealed inflow cannula (inlet tube, flex section, inlet elbow) was returned assembled and attached to the pump's inlet port. The apical sewing ring was secured to the distal end of the inlet tube. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft had been severed approximately 1.0¿ from the graft hardware. The bend relief collar was returned attached to the sealed outflow conduit. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to a functional issue. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. Incidental findings: superficial damage of the driveline outer jacket was noted. The device history records for (B)(6) were reviewed and showed no deviations from manufacturing or qa specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Although no device related issues were reported, the IFU lists adverse events that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.